Event description:
It was reported that a high impedance warning was seen for this patient upon interrogation of the device, and the patient would be referred for surgery. A system diagnostic test was run confirming high impedance of the device. No known surgical intervention has occurred to date.